Event description:
It was reported that one of the patient's lead migrated and experienced uncomfortable stimulation. Additionally, it was reported the patient experienced an infection at the IPG site. The patient was administered oral antibiotics and hospitalized to address the issue. As a s result, surgical intervention was undertaken wherein the system was explanted on an unknown date to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed.Additional components potentially involved in the event include: Common Device Name: Octrode Lead Kit, 60cm Length, Model: 3186, UDI: (b)(4), Serial: (b)(6), Batch: A000098845. System explant due to Migration and infection was reported to Abbott. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.